Event description:
It was reported that the device had a plunger sensor error. The event occurred during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg:04-aug-2025. H3: one device was received for evaluation. Review of the service history identified no repairs in the last 12 months. The customer issue was confirmed through the review of the alarm history as multiple instances of check plunger sensor were identified. The plunger flippers were found to be the root cause of the issue. The plunger assembly was replaced. The device was recalibrated and thereafter passed all testing criteria.